Event description:
It was reported that the red stain was found on the instruments and case. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The visual inspection has shown that there is indeed rust residues on the surface of the complained instruments. We presume that the washing process was not performed as usual and has led to accelerated corrosion of the parts. It is noted that regarding corrosion for all materials, including so called stainless steel, that these materials are only conditionally rust resistant. The corrosion resistance will only be ensured, when clean instruments are stored under dry and metallic contactless conditions. All metallic contact with humid or wet conditions creates electrolytic reactions which lead to contact corrosion. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is due user error as the washing process was not performed as usual and has led to accelerated corrosion of the parts.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.